Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever, and cloudy fluid. The cause of the event was not reported. It was reported that the patient was hospitalized for the event. The patient was treated with ceftazidime (125mg/l, intraperitoneal) and cefazolin (reported as 1000mg, then 125mg/l, intraperitoneal) for peritonitis. On an unreported date, the patient was treated with meropenem (500mg day) for peritonitis. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovering at home from the event. Pd therapy was discontinued. Four days after starting antibiotics, the pd catheter was removed. On an unreported date, the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.